Event description:
It was reported that the asymptomatic patient presented to the clinic with their pulse generator in back-up vvi mode. The patient was not pacer dependent. Everything was good so it was decided to leave the device implanted.